Event description:
User facility medwatch received that states the patient underwent an unrelated surgery approximately four months prior to the ipg replacement (on (B)(6) 2021) and after that surgery patient's ipg stopped working. Additional information received indicated it is unknown if patient's ipg was placed into surgery mode prior to the unrelated surgery. However, patient¿s ipg was operable following this procedure. The ipg was explanted and replaced due to being inoperable for unknown reason.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was inoperable. It is undetermined if the ipg was exhibiting normal or premature depletion. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.